Event description:
The patient had two leads (from the same lot) for off-label use. It was reported, the patient had an infection and wound dehiscence at the lead site. As a result, the leads were explanted. The ipg remains implanted.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records viewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.